Event description:
In late 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component was placed as planned. Calcification prevented the contralateral side from fully opening, however, the gate could not be cannulated. An unplanned aorto-uni-iliac was performed, with two add'l devices placed through the left iliac artery. The right external iliac was coil embolized, and a fem-fem bypass was performed. The pt is stable with no complications.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specs. Pt anatomy prevented the contralateral gate of the trunk-ipsilateral leg component from fully opening.